Manufacturer narrative:
Lead extension sc-3138-25 (s/n (B)(4)) was analyzed and the complaint was confirmed. Visual inspection revealed that the proximal contact 8 was crushed by the setscrew. This indicates incomplete insertion. Because of this all contacts were misaligned with the spring contacts within the ipg connector stack and it resulted in the high impedance readings.

Event description:
A report was received that patient experienced high impedances and a loss of stimulation. The patient underwent a revision procedure where the physician noticed the lead extension was not completely inserted into the ipg header. The physician had difficulty inserting the lead extension into the ipg header, therefore, he replaced the broken lead extension. It was suspected that the lead extension was broken while trying to insert the extension into the ipg header.

Event description:
A report was received that patient experienced high impedances and a loss of stimulation. The patient underwent a revision procedure where the physician noticed the lead extension was not completely inserted into the ipg header. The physician had difficulty inserting the lead extension into the ipg header, therefore, he replaced the broken lead extension. It was suspected that the lead extension was broken while trying to insert the extension into the ipg header.